Manufacturer narrative:
(B)(6). This report is for the second in a series of two consecutive product issues with the same patient. The initial event was reported under MDR# 3006425876-2015-00308.

Event description:
It was reported the catheter was being placed into the right femoral vein of a patient in the intensive care unit. After passing the catheter over the guide wire they experienced difficulty when withdrawing the wire and it "frayed". As a result, another brand kit was used to complete the procedure. They do not know if there was a delay in treatment. The patient had local bleeding with difficult containment. No patient death was reported.

Manufacturer narrative:
(B)(4). Additional information: the reported complaint could not be confirmed because no sample was returned for evaluation. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. However, the probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.